Event description:
No harm to patient. Pt connected to 46 hour 5fu infusion on home infusion cadd pump on [redacted]. Pt awoke on [redacted]-the next day, in the morning and called on call provider to report disconnection and leaking of tubing and 5fu. Pt to clinic [redacted]-2 days after going home with pump for assessment and d/c [discontinuation]. Upon examining tubing and cstd [closed-system transfer device], found to have leak in tubing at site of cartridge insertion into cadd pump. No chemo leaked from cstd device when assessing equipment and tubing. Cadd infusion pump tubing provided from pharmacy. Unable to pinpoint which lot # used for particular patient but lot #s stored in pharmacy are 3 lot #'s in stock - 6093386 exp 02/01/30, 6038621 11/19/29 and 6068924 exp 11/19/29.